Event description:
It was reported that during a gastric bypass, the surgeon fired across the small bowel and after 6th firing, they would not remove the cartridge from the device due to the silver pan was stuck in the jaws. The case was prolonged over an hour due to the circular device moved during the device exchange. The surgeon had to readjust the tissue to staple part of the pouch in the stomach during the procedure. There were no issues with the circular device. The surgery was prolonged for over 1 hour.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan the ecr60g reload was received with cartridge pan separation. No functional testing could be performed due to the condition of the returned cartridge. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the right ventricular lead impedance has been increasing. Furthermore the device's battery voltage has dropped from 2.48v to 2.14v yet it has not tripped the elective replacement indicator (eri). The lead and device remain in use. No patient complications have been reported as a result of this event.